Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the air tube continuously infused bubbles starting in the middle of a vitrectomy procedure. The surgeon used the forceps to stop the air infusion manually. The surgeon aspirated the bubbles out of the eye and the procedure was completed with no harm to the patient.